Event description:
The customer stated that insulin leaked from the reservoir. The customer's blood glucose reading at the time of the report was 238 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product have been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.